Manufacturer narrative:
Approximate age of device - 1 years, 9 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the modular cable was exchanged secondary to severe damage to the silicone outer covering. The patient had no explanation for the damage. There was no disruption in lvad function or alarms and no patient harm. The damage was approximately 3 inches proximal from the system controller. No additional information was provided.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). The evaluation of the returned modular cable confirmed cosmetic damage to the outer jacket of the cable; however, a specific cause could not conclusively be determined through this investigation. Upon examination of the returned modular cable, a slight grey discoloration was observed of the polyurethane outer jacket. Additionally, both the inline connector and controller connector bend reliefs showed gradient, yellow discoloration. Removal of the silicone rescue tape revealed the polyurethane jacket had bunched up and torn approximately 4.5¿ from the controller connector. The outer jacket material appeared to have expanded, causing the two ends of the tear to push together and create a flap of polyurethane on one side of the cable. Visual examination of the underlying armor layer revealed no evidence of damage. The controller and inline connector pins appeared unremarkable; however, a small amount of debris was noted within the threads of the inline connector locking nut. The modular cable was connected to a cirris tester to evaluate the integrity of its wires. The cable passed electrical testing without issue. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.